Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, lead noise was observed. Review of the session record revealed the device may be detecting myopotential oversensing due to the polarity and sensing configuration. Programming changes were discussed.